Manufacturer narrative:
The investigation determined that a (B)(6) result was obtained when a non-vitros (biorad) qc fluid was tested using vitros (B)(6) lot 0580 on a vitros 3600 immunodiagnostic system. A definitive cause of the event was not established. A vitros (B)(6) reagent issue is an unlikely contributor to the event, as pre-event and post-event qc results were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros (B)(6) reagent lot 1380. An instrument issue cannot be ruled out as a contributor to the event, as a pes-641 condition code was posted a day before the (B)(6) result was obtained and the customer identified splashing near the sr arm and the microwell incubator cover. Following customer actions to the sr arm and well wash stations, a repeat vitros (B)(6) result from biorad virotrol qc fluid testing was acceptable. However, as no diagnostic precision testing was performed prior to customer actions to the sr arm and well wash stations, it was not possible to verify the performance of the vitros 3600 immunodiagnostic system around the time of the event. Post-event precision testing indicated acceptable performance of the instrument. Incorrect biorad qc fluid handling cannot be ruled out as a contributor to the event, as no information was provided in regard to qc fluid handling. Email address for contact office is (B)(4).

Event description:
The investigation determined that a (B)(6) result was obtained when a non-vitros (biorad) qc fluid was tested using vitros (B)(6) lot 0580 on a vitros 3600 immunodiagnostic system. Biorad virotrol (B)(6) lot 114200 qc fluid result of (B)(6) versus the expected result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The (B)(6) vitros (B)(6) result was obtained when the customer was processing a non-patient fluid. No patient sample results were affected around the time of the event as the customer did not process patient sample results following the (B)(6) vitros (B)(6) result from biorad virotrol qc fluid testing. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).